Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574mg/dl. The customer had symptoms like thirsty, stomach pains, and urinating a lot and treated with manual injection. Customer¿s current blood glucose value was unknown. Customer alleges pump was under delivery .troubleshooting was performed for high readings. The product was returned for analysis.